Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer also reported that numbers were ramping on the screen. The customer stated that he removed and replaced the battery, then received a failed battery test. Blood glucose level at the time of the incident was 160 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Numbers do not ramp up on their own or scroll bar moving with no input. No unexpected failed batt test alarm noted.